Event description:
It was reported that the ilet user experienced low glucose overnight and had been intentionally entering smaller-than-actual meal announcements at dinner to keep glucose higher at bedtime. The user was counseled to announce meals accurately following a recent factory reset, and treatment for the low included oral glucose. Symptoms included hot flashes/ flushes, hypoglycemia, with intermittent hyperglycemia also reported ranging from 52 mg/dl to 251 mg/dl. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to inaccurate meal announcement, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that unintended use error and failure to follow instructions caused or contributed to the event.